Manufacturer narrative:
Product analysis: macroscopic and optical examination revealed thread crest/flank damage; this damage appears to have initiated near the start of the thread, and is evident around the damaged portion of the thread. Functional evaluation with a sample mas head found the set screw was unable to be fully engaged. The above observations are consistent with misalignment of the mas and set screw threads during construct assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent a percutaneous spinal posterior fusion surgery due to l1 compression fracture. During the surgery, when a surgeon tried to place a set screw at the most cranial side, the surgeon felt nothing like tightening after he placed a rod at right side and tightened a set screw from the most caudal side. When a surgeon pulled out the set screw once, it was found that burr had occurred. Screw did not stuck. The set screw idled during tightening using the counter-torque and burr was generated when it was removed. Reportedly, the tightening was performed around on apex of bent rod so the surgeon minimized pushing force. A new same product was opened and the placement was completed without problem. Product came in contact with the patient. No fragments of the implant remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.